Event description:
Healthcare professional reported a capsular contracture, baker grade iii/IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation and the weight the device within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally, patient reported a capsular contracture with a baker grade of IV. In addition, healthcare professional reported a capsular contracture with a baker grade of iii/IV. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, corrected and/or changed data: description of event or problem, date explanted, adverse event problem.

Event description:
Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a capsular contracture, baker grade iii. This record is for an unknown side. Device remains implanted.